Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record for the provided is in-progress. All information reasonably known as of 28-may-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported there was pinpoint leak was detected in the enteral feeding tube. The initial placement of the gastrostomy required tube exchange. The medical indications and procedure performed are as follows: diagnosis: malignant tumor of the larynx, unspecified part. Treatment plan: surgical prognosis for life and function: poor for short-term life and function planned operation: placement of gastrostomy and tracheostomy operation performed: placement of open tracheostomy and open steam gastrostomy. Post-operative diagnosis: same patient with tracheostomy and gastrostomy. Description of surgical technique was as follows "under previous asepsis and antisepsis, sterile drapes are placed. A rozier-type roll is previously placed on the back for exposure of the trachea. A kocher incision is made, and dication is performed in layers until the trachea. Visualizing superior traction of structures due to a laryngeal tumor, an inverted u-shaped incision is made and a 2-0 silk flap is placed. The endotracheal tube is removed by the anesthesiologist and a size 7 tracheostomy cannula is inserted, the cuff of which was previously checked. The cannula is connected to the ventilator and its proper position is verified. It is secured with 2-0 prolene suture, and the incision is closed in layers with 3-0 vyoryl suture, and the skin with 3-0 prolene suture. The abdominal wall is accessed. A supraumbilical incision is made. The dissection is carried out layer by layer until the abdominal cavity is reached. The stomach is visualized and retracted to the abdominal wall. Two purse-string sutures are made with 2-0 silk using the steam technique in two circles. The stomach is opened to its interior, and its interior is verified. A gastrostomy tube is tunneled, and the integrity of the balloon is verified. The tube is inserted into the stomach, and the balloon is inflated with 10 cc of water. The tube is secured by closing both previously placed silk purse-string sutures. The stomach is sutured to the abdominal wall at the tube exit point with interrupted cardinal 2-0 silk sutures. Verify adequate water flow to the stomach, close aponeurosis with vycryl 1 and subcutaneous tissue with vycryl 3-0 and skin with interval sutures of prolene 3-0." Intraoperative findings: proper placement of tracheostomy and gastrostomy tube gauze and sponge count report: complete incidents and accidents: a small leak from the gastrostomy tube was identified at the end of the procedure; a manufacturing defect is suspected. Bleeding (if any): minimal results and interpretation of intraoperative diagnostic support services: not applicable immediate post-surgical status: transferred to recovery room for tracheostomy and gastrostomy care. Immediate post-operative management and treatment plan: transfer to recovery subsection of surgical specimens or biopsies: not applicable. Post surgical indications include fast(ing); hartman 1000 cc intravenous solution for 12 hours; 5% glucose solution 500cc per gastrostomy tube for 5 hours start at; paracetamol 1 grm IV every 8 hours, ketorolac 30 mg intravenous every 8 hours, cephalothin 1 grm intravenous every 8 hours; care of tracheostomy with aspiration of secretions; gastrostomy care; potassium, sodium and chloride capsule at bedtime via enteral feeding tube.